Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional . The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device blacked out whenever the cautery was used. There was no report of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: unit failed water leak test based on the results of the investigation, and since the customer reported malfunction was not confirmed during evaluation, the definitive root cause of the issue could not be determined. Based on the results of the investigation, it is likely that the malfunctions identified during the device evaluation "unit failed water leak test" was due to tiny crack in video connector. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device blacked out whenever the cautery was used. There was no report of patient harm.